Event description:
The manufacturer received information alleging the atmospheric pressure sensor calibration and proximal pressure test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.

Manufacturer narrative:
The manufacturer previously reported alleging the atmospheric pressure sensor calibration and proximal pressure test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 was being evaluated at the manufacturer service center when the reported issue occurred on the device. During the evaluation it was noted that the devices tubing had caused the atmospheric pressure sensor calibration, proximal pressure, and pressure sensor test steps to fail on the device. In conclusion, the device's tubing was replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.